Manufacturer narrative:
The pipeline remains implanted in the patient. The device will not be returned for evaluation, therefore the event could not be confirmed and the event cause could not be determined from the reported information.

Event description:
Medtronic received information that a pipeline did not open during a procedure. The patient was undergoing treatment of an unruptured, saccular aneurysm in the left clinoid (c7) internal carotid artery (ica). The aneurysm had a dome of 2.0mm and neck diameter of 2.45mm. Parent artery diameter was 3.74mm distal and 4.35mm proximal to the aneurysm. It was noted that the pipeline was flattened proximally after deployment. A balloon was used for angioplasty and it was noted that afterward the device was well expanded with full wall apposition. There was no report of patient injury as a result of this event. The patient was discharged one day post-procedure with mrs and nihss of 0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.